Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (B)(6); product type: 0184-catheter; implant date (B)(6) 2017; explant date (B)(6) 2024; UDI: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving dilaudid (10mg/ml at 3.789mg/day) via an implantable pump. The indications for use were unknown. It was reported that the healthcare provider (hcp) noticed that the catheter was "shredded" by the collet, where there was some scar tissue buildup. The pump segment was revised and replaced. The issue was resolved at the time of the report. It was noted that the hcp had no further information. The manufacturer representative would ask and follow up with the patient's weight and medical history. The patient status at the time of the report was alive with no injury.